Event description:
A report was received on 13 feb 2026 from the nurse of a critical care patient with unspecified pathology, who stated a cartridge leaked during hemodialysis treatment on (B)(6) 2026. Additional information was received on 16 feb 2026 from the therapy specialist (ts) who stated that there was no patient or user impact.

Manufacturer narrative:
The involved cartridge was not returned for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.